Event description:
It was reported that the "pressure was not maintained". The procedure was completed with an extended operating time (60min) due to complications experienced. No negative impact on the state of health for a human is reported. Since the device was used in a veterinary procedure, but an equivalent is available for human use, we decided to voluntarily report this as a malfunction at least to the us FDA, however we do not report it as a serious injury, since no human was affected and the medwatch reporting system is originally designated for human health impacts.

Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).